Manufacturer narrative:
Device evaluation details: the device was returned to biosense webster (bwi) for evaluation and the evaluation has been completed. Visual inspection, temperature, and impedance test of the returned device were performed following bwi procedures. Visual analysis revealed reddish material inside the pebax due to a rupture on it, no other damage or anomalies on the device were observed. The temperature and impedance test were performed and the device was found working correctly. No temperature or impedance issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal action were identified. The reddish material inside the pebax could be related to the temperature issue reported by the customer, therefore, the customer complaint was confirmed. The potential cause of the broken pebax could be related to the manipulation of the device during the procedure, however, this could not be conclusively determined. The instructions for use contain the following recommendations: when rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. Do not scrub or twist the distal tip electrode during cleaning. To remove any coagulum, if present, a sterile gauze pad dampened with sterile saline may be used to gently wipe the tip section clean. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo for which biosense webster¿s product analysis lab (pal) identified a reddish material inside the pebax due to a rupture on it. It was initially reported by the customer that there was a temperature sensor error. There was no patient consequence. The customer's reported temperature issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 9-jul-2024, the bwi pal revealed that a visual inspection of the returned device found a reddish material inside the pebax due to a rupture on it. These findings were reviewed and assessed the issue of a ¿rupture¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.